Event description:
The customer tested her blood glucose and received a reading of 456 mg/dl using her breeze2 meter. She retested using her contour and received a reading of 185 mg/dl. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the high glucose reading. No product will be returned.